Event description:
Boston scientific received information that during the pacemaker replacement procedure, difficulty was encountered when removing the chronic leads from this device. The ventricular setscrew was loosened, but the right ventricular (rv) lead could not be removed. The setscrew was confirmed to be fully loosened. The lead was pulled with normal force and the connector tip and coil remained within the port and the ring became collapsed. The same issue occurred with the right atrial (ra) lead. The leads were cut, with the terminal pins remaining in the device and the body of the leads remaining abandoned within the patient. It was noted that this was the patient's third device replacement procedure, and it appeared that blood/body fluid had not been cleaned from the terminal pins at the previous change out. A new system was implanted on the patient¿s right side. No adverse patient effects were reported.

Manufacturer narrative:
Terminal pins without the identifying model and serial numbers were returned in the device header. No laboratory testing was able to be performed, as only the terminal pins were received. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.